Event description:
It was reported that the patient's ipg was unable to communicate with the external devices and was confirmed to be inoperable. The patient has not recharged or used the ipg for more two years since they lost their charging accessory. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.